Event description:
It was reported that the patient visited to the hospital due to inappropriate shock therapy, which was reportedly caused by noise sensing. X-ray images of the lead did not reveal any irregularity. An intervention was subsequently performed to correct the issue. The physician confirmed that the leads were properly connected by pulling. Psa measurements were made and normal values were obtained for pacing impedance, ventricular threshold and r wave amplitude. The connector section was subsequently sectioned from the distal portion and another ICD system was implanted.

Event description:
It was reported that the patient visited to the hospital due to inappropriate shock therapy, which was reportedly caused by noise sensing. X-ray images of the lead did not reveal any irregularity. An intervention was subsequently performed to correct the issue. The physician confirmed that the leads were properly connected by pulling. Psa measurements were made and normal values were obtained for pacing impedance, ventricular threshold and r wave amplitude. The connector section was subsequently sectioned from the distal portion and another ICD system was implanted.